Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.0/2.5/093 (sphere/cylinder/axis) was implanted into a patient on (B)(6) 2022. The lens was removed on (B)(6) 2022. A shorter length lens was then implanted.

Manufacturer narrative:
B5: a 12.6mm vticm512.6 implantable collamer lens of -13.0/2.5/094 (sphere/cylinder/axis) was exchanged for a longer length lens due to low vault with rotation and blurred vision. Cause of the device is other. The device did not fail to perform as intended. Reportedly, "lens was too small and rotated." Problem was resolved. Status of the eye is reported as, "looks good!" Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).